Event description:
The customer contacted beckman coulter, inc. (Bec) to report a spill of waste material from their unicel dxc 600i synchron chemistry analyzer. Patient samples were not being assayed at the time of this event. There was no impact to patient treatment. The customer reported that while troubleshooting, some waste material had spilled from the analyzer onto the floor. Some of the spilled waste material came in contact with the customer's sock and pant leg. The affected clothing was removed and the skin area was cleaned. The customer reported a slight burning sensation but no skin redness. The customer also mentioned a "taste" sensation. There was no exposure to uncovered wounds or mucous membranes of the customer. The customer did not go to the emergency room. Other than cleaning the skin area, no medical treatment was sought by the customer.

Manufacturer narrative:
The customer reported that the waste exit sump is not draining. The customer also reported that the waste canister and waste exit sump are full. Bec advised the customer to stop the analyzer and empty both canisters and clean the float switch. These actions did not resolve the issue. A field service engineer (fse) was dispatched to the customer's site. The fse observed that the connection tubing to v11 was disconnected. The fse reconnected the tubing to v11 which resolved the issue. (B)(4).